Event description:
The patient reportedly experienced facial nerve stimulation when programming adjustments were made. An x-ray indicated that the device placement appeared normal. The patient reportedly had also experienced a decrease in performance for several months. A CT scan was to be scheduled at that time. The patient was seen at the implant center by a company representative. Testing performed at that time indicated that the device was functioning. CT scan results were normal. The implant team and patient's family have indicated a desire to explant the device.